Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified, device patch with lot (or catalog) number, lot number: 2728348 and catalog: trl230, opening extended on anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, a right side device rupture. Discovered, during explant surgery. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side device rupture, discovered during explant surgery. The device has been removed.